Event description:
Per customer report, the green ball in the chamber of the contrast controller is not seating correctly to stop them from drawing air when the chamber is empty of contrast. There has been no pt incident or injury.